Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes leaked. The following information was provided by the initial reporter: "a tube has been deccaped contaminating the rest of samples that were being transported with it."

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for decapping with the incident lot was not observed. Additionally, evaluation of the customer samples was performed and decapping was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes leaked. The following information was provided by the initial reporter: "a tube has been decapped contaminating the rest of samples that were being transported with it."